Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was unable to connect to server. A field service engineer (fse) verified the device was working properly and informed the customer that the site information technology (it) was needed to adjust network drop at location. The system functioned as intended after issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was unable to connect to the server and patient lists did not appear. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.